Event description:
My son passed away less than 4 months after having a medtronic's defibrillator implanted at childrens hosp. For unknown reasons, his ICD started shocking him which sent him into cardiac arrest. He did not survive. We have never heard anything from the hosp or medtronics concerning this recall. Diagnosis or reason for use: ventricular tachycardia.